Event description:
Patient was revised because the liner came out of the cup, and the head had come off of the trunion of the stem. The head was still inside of the liner, and the ring was still on the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.